Manufacturer narrative:
The device involved in the report was returned for eval. The portion of the device that fell into the pt measured approximately twelve millimeters long and approx twelve millimeters in diameter, and there were no sharp edges. The procedure was said to have been completed with the same device. The users had reportedly begun closing the trocar site when they realized the distal end of the lens cleaning sheath was missing. The user facility reportedly used the lens cleaning sheath without an inspection as specified in the instructions for use. The device referenced in this report was returned to olympus for eval. The eval confirmed the presence of a complete circumferential tear in the tube of the cleaning sheath, and that the distal tip had separated from the device. There were several cuts on the distal end of the sheath. Olympus concluded that the separation of the distal end of the lens cleaning sheath was related to physical damage. This damage possibly occurred at the trocar end when the physician withdrew the scope with the sheath attached and the videoscope was angulated. The original equipment MFR (OEM) determined that the user failed to follow the labeled instructions for use of the subject devices. The OEM has determined that all users should be sent a reminder letter on the correct usage of the videoscope and sheath, and the need to inspect the sheath in advance of use, to prevent further recurrences of this event. A total of 158 customers have been identified who have purchased the subject devices. Attached please find a copy of the customer communication and consignee list. See also MFR# 8010047-2010-00122. (B)(4).

Event description:
The user facility reported that during a therapeutic laparoscopic sigmoidectomy, the tube of the lens cleaning sheath was torn, and the distal tip fell off into the pt body cavity. The distal tip was retrieved via a trocar that was already in place with an unspecified instrument. The pt was said to be doing well following the event.